Event description:
It was reported by dealer that the power switch is causing no alarms on the irc5po2v concentrator.

Manufacturer narrative:
Follow up will be filed if additional information is received.